Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. During the reported treatment, the energy check was within the valid time range. The energy was stable during the whole day. The logfile shows thirty-seven successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The error message appeared thirty-four times. The error always occurred during the preparation of treatments. This beam control check error appears during the focus control routine of the applanation cone. The user has to cancel the treatment and start again, using a new patient interface. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. No technical root cause could be identified during logfile review. The system was working within specification. Root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the flap thickness of one hundred ninety six microns was exceeded than planned flap thickness of one hundred microns resulting in thick flap in the unknown eye of a patient, after lasik surgery.